Event description:
A nurse was drawing blood from the proximal side of the patient's PICC line for the morning labs. While flushing the line with normal saline using a 10 ml syringe, the line broke under pressure. The catheter was not usable. A new PICC line inserted by IV therapy.